Event description:
Same as MFR's report # 6000093-2006-00970 tap, it was reported that 108 days after implantation of a 2.5x 16 mm and a 2.5x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 100% stenotic lesion was located in the proximal 1st obtuse marginal (om1) artery. The lesion was pre-dilated with a 2.5x15 mm maverick balloon, and a 2.50x16 mm taxus stent was deployed in the lesion. After stent deployment, a dissection was noted distal to the 2.5x16 mm taxus stent. A 2.50x8 mm taxus stent was deployed at the dissection, distal to the 2.50x16 mm taxus stent. A post-intervention stenosis of 5% and a timi grade 3 flow was reported. The pt received plavix, heparin, nitroglycerin, and integrillin during the procedure. No info was reported concerning pt complications or vessel characteristics. The pt presented 108 days after the initial procedure with 100% in-stent restenosis in the om1. Attempts to deploy a taxus stent across the lesion were unsuccessful. The pt was reported to be in stable condition.